Manufacturer narrative:
The reported event of false pause episode due to loss of contact was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact. Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an undersensing issue. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Correction: d9 - device available for evaluation - should be "no" and previously no option was selected.